Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was further reported that there were mode switches.

Event description:
It was reported that the right atrial (ra) lead had low impedance. It was also noted that the sensing was low. The lead was capped and replaced. No patient complications have been reported as a result of this event.